Event description:
A radiologist placed a gel mark ultra biopsy site marker during a biopsy procedure. Approximately one week later, the pt complained of during itching and a small area of cruculitis at the biopsy site. The md described her as a very allergic pt. "Her allergist prescribed a course of antibiotics. Approximately one week later, in responsed the pt's continued reports of discomfort and pain, the radiologist decided to remove the marker using a biopsy device.